Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker dependent patient with complete heart block presented to the emergency room after experiencing pre-syncope and a syncopal episode where he fell. On the hospital monitor occasional right ventricular (rv) loss of capture (loc) was seen. There was asystole lasting approximately 2600 milliseconds and external pacing was required. Upon interrogation it was noted that autocapture had an output of 3.5 volts. The threshold measurements varied from 1.8 to 2.1 volts. Boston scientific technical services (ts) was consulted and discussed that it appears the device was in suspension mode due to thresholds above 3.5 volts. The field representative reprogrammed the output to 4.0 volts and monitored the patient for 20 minutes with no further loss of capture noted. It was noted that the patient was dehydrated and possibly had abnormal electrolytes. At this time the device and lead remain in service. No additional adverse patient effects were reported.